Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 51mm x length 55mm in length thoracic aortic aneurysm in zone 3 approximately two years ago. Vessel morphology from the time of implant was reported as the aortic neck diameter was 32 mm proximally and 30 mm distally with mild thrombosis. It was reported that less than 30 days follow-up the aneurysm was 51 mm and a type iii endoleak was confirmed. At less than 12 months follow-up, the aneurysm was 45mm in diameter. The physician's judgment is there was no relation with the talent taa or the procedure. No treatment was performed. The endoleak assessed one year post implantation by the physician and was found to have resolved. No clinical sequelae were reported and the patient is fine.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); other (cause of the type iii endoleak (which self-resolved) is unknown.) Conclusion: other (cause of the type iii endoleak (which self-resolved) is unknown.)

Event description:
Additional information was received for this case. It was reported a new aneurysm was found distal to the valiant stent graft. No endoleak was observed. A valiant 36x32x150 stent graft was implanted extending into the existing stent graft. Per the investigator, the exact cause of the new aneurysm could not be determined. The investigator assessed the new aneurysm was not related to the procedure, however, the relatedness to the device was unknown. The investigator updated the relatedness of previously reported type iii endoleak and device to unknown. No additional clinical sequelae was reported and the patient is fine